Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, an "ams minimonarc sling" was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, infection, urinary problems, scarring, additional surgery and other injuries." It was also alleged that the plaintiff "began to experience pain, discomfort, and vaginal discharge and sought medical attention for said symptoms." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.